Event description:
Ets-flex45/ats45 - endoscopic stapler was difficult to fire on the first load and misfired (would not fire) on the second load. Procedural notes states "two vascular loads were used; one of the vascular loads of the stapling device did not fire. Therefore, a new stapling device was opened and at this time it functioned well."